Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 15-dec-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for bent/deformed lancets. Customer states that the needles are crooked and does not poke her finger. The customer did not report symptoms. Medical attention is not reported as a result. Customer states that she pours the needles in the carrying case she does not have the box the lancets came in, unable to verify the product lot # that she is using. Verify customer is using truedraw lancing device and the lancets were a box of 100ct. The lancet lot manufacturer¿s expiration date is undisclosed and open date is three weeks ago.